Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 340(mg/dl). Reportedly the customer had an alternate pump for insulin therapy and also had manual injection supplies available.